Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was experiencing power loss during normal workflows. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had rebooted while counting inventory medications and it occurred multiple times. The field service engineer (fse) had resolved the issue by reseating the bus cable and verified proper functionality. The system functioned as intended after the field service engineer troubleshot the device.